Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping and scrolling on their own noted during testing. The insulin pump was received with cracked display window corners, reservoir tube, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the buttons were not working properly. The customer reported that the numbers were ramping on their own. The customer's blood glucose was 1.4 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.